Event description:
It was reported that during an arthroscopy procedure, a 2 x 2mm part lost connection to the hand piece and moved into the dorsal knee joint. Removal of the part was not possible.

Manufacturer narrative:
Additional information will be provided once investigation is completed.